Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the device and replaced diluent syringe, solenoid valves, rotary valve, diluent bottle and sample tubing. The cse also verified alignment to port and pump rate. Precision and quality control were run and all is within specification. It was also discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the discordant, falsely low sodium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl without loci instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted lower. The sample was then repeated four times on the same instrument, and resulted higher each time. The sample was rerun on alternate instrument and resulted as expected. The result obtained on the other instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The initial MDR 1226181-2013-00355 was filed on august 14, 2013. The initial MDR stated the instrument was a dimension exl without loci. The correct instrument name is a dimension exl with lm. "A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument." (B)(4).

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument.